Event description:
I used this shower stool after hip replacement surgery. One time while getting onto the stool the legs bent almost causing me to fall. I weigh (B)(6) well under the rated 300 lb limit. I was trained by pt/ot in the hospital on how to get into/out of the tub. I don't believe I did anything to cause this problem but that poor quality was the reason. I was lucky to avoid a fall and wish to report this so that some other person isn't injured trying to use this stool.